Event description:
It was reported that the pacemaker dependent patient presented with pocket erosion. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.